Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as the reservoir was broken and there was fluid loss. A new inflatable penile prosthesis was implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the reservoir. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as the reservoir was broken and there was fluid loss. A new inflatable penile prosthesis was implanted.